Manufacturer narrative:
Integra has completed their internal investigation on june 23, 2017. Results: evaluation of returned device; the rocker arm does not pivot when weight is applied. The center pivot bolt has an indentation on the head, which indicates it was dropped or came in contact with a fix object, causing the pivot to bind. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 06/02/2015 to 06/02/2017 for this reported failure and or related to " does not lock correctly or issue with lock" for product ID a3059 shows that 8 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: could not confirmed reported failure mode listed in the complaint of slippage, but the device did not meet all of the requirements of the inspection procedure. The rocker arm does not pivot when weight is applied. The center pivot bolt has an indentation on the head, which indicates it was dropped or came in contact with a fix object, causing the pivot to bind.

Event description:
It was reported that the doctor pinned his patient using a3059 ss161480, and the locking knob was not engaging. The patient slipped from the clamp and was lacerated. The doctor had to stop the case to stop the bleeding and to suture the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was sent and on 26may2017, the following was provided by the customer. On (B)(6) 2017, (B)(6)-year-old patient underwent a c1 c2 posterior fusion instrumentation procedure. No stereotaxy device was used. The patient was in the prone position. The mayfield clamp (lot number unknown), along with the mayfield adult disposable skull pins (a1072) was applied, it was noted that a codman perforator was also used. The length of time the product was in use before the event occurred was 2 hours. It was noted that the patient had a skin laceration which required a staple to close the skin tear. (Location and length unknown). Lot number of the skull pins were unknown. The skull pins are not available to be returned for evaluation.